Event description:
As reported by the user facility: patient heard a noise in her room and saw that the power cord was smoking while in the electrical wall socket no patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted hen the results of the investigation are available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). Investigation results: the actual power cord involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the power cord was evaluated, the reported issue was observed. The unit was covered under warranty and replaced under replacement order # (B)(4).